Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt and check pad messages.